Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed that the product inside does not match with product information on the label. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a warehouse inspection the device was found to have a different design than expected.